Manufacturer narrative:
This complaint device reported is an echo-hd-19-c device of an unknown lot number. One x echo-hd-19-c device of an unknown lot was returned for evaluation. This echo device was received in three parts, with part of the needle removed from the sheath of the device and broken in two fragments. No part of the needle was exposed from the sheath. The stylet was not returned with the device. The sheath of the device was fully intact and no damage was noted along the length of the sheath, however a severe kink was visible below the sheath extender when the sheath extender was positioned at reference mark 0. The distal sheath tip was examined but no damage was evident. The broken needle was returned in two parts, one part measuring approx 131 cm and one part measuring approx 6 cm. The needle part measuring approx 131 cm in length was confirmed to be the proximal part of the needle and most likely broke below the sheath extender as a result of a kink. The needle part measuring approx 6 cm was confirmed to be the distal part of the needle. The tip of the needle was examined and was confirmed to be intact however a severe kink was visible approx 0.5 cm from the distal tip at the needle notch. This distal needle tip was examined under the microscope and it was confirmed to be bent/folded over. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender and at the distal end of the needle. The most likely cause of this complaint is that the needle kinked/bent during use. The issue occurred on the third pass therefore the device was most likely damaged during a previous pass. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. The distal needle kink/bend may be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. It is also possible for the distal needle tip to be damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not in place during advancement of the needle or during sample retrieval. As the needle is advanced/retracted during the procedure it is possible that these kinks/bends resulted in needle breakages. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. The manufacturing records for the echo-hd-19-c device could not be reviewed as the lot number of the complaint device was not provided. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any further known adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The complaint information received is as follows: an echo-hd-19-c device was used for an eus-fnb procedure. The physician successfully obtained tissue samples twice using the same device. During the third pass, the needle would not advance out of the patient. After the scope was removed from the patient, a part of the needle was left in the patient's mouth. The physician removed this fragment from the patient's mouth. There was no further adverse effect to the patient reported.